Event description:
It was reported that the physician noted spitting with ethibond suture. The suture was used for tacking down mesh on an open hernia repair. The pt was taken to the or for removal of the suture.